Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings:the battery was not returned with the pump for investigation. The alleged issue could not be verified or duplicated on investigation. There was evidence of moisture damage found in the battery compartment. Leak testing revealed a battery compartment leak. The pump was opened and there was evidence of moisture damage inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the battery had exploded in the pump. The distributor stated that the patient removed the battery cap for a routine battery change and found that the top of the battery had separated from the body of the battery. Upon inspecting the pump, a crack was found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.